Event description:
Customer reported receiving a no delivery alarm during a bolus. She reported that the issue had been resolved by a complete set change and was unable to troubleshoot for the issue. The blood glucose reading was unk. She stated that the blood glucose had recently been running high, but that it went back to normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.